Event description:
A malfunction was reported on the pump, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The customer technical support (cts) team decided to replace the pump as it could not be reset. The customer was instructed on using multiple daily injections (mdi) as a backup therapy and was guided on putting the pump into storage mode before returning it. The customer also acknowledged the instructions for returning the faulty pump using the provided return box and pre-paid label, programming settings, and connecting the continuous glucose monitor (cgm) to the replacement pump. A replacement pump was sent to the customer.